Event description:
Two unformed staples were noted following a firing of the plcr60b, the device also failed to cut and fully fire.

Manufacturer narrative:
The root cause for the unformed staples could not be determined. The root cause for the incomplete firing was caused by a drive screw, which did not engage the fire socket. A corrective action has been issued to correct the problem with the drive screw not engaging the fire socket.